Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no audio tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: the pump had normal audio tones. The alleged issue could not be duplicated.

Manufacturer narrative:
Follow up #2: 01/07/2016. Additional device evaluation information: an additional examination of the pump revealed that the display screen had a green line across it. The display screen was removed and replaced with a test screen. The test screen was clear with no imperfections.